Manufacturer narrative:
(B)(4). Batch # r5884z. Investigation summary ==> the analysis results showed that one ecr60w cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that a ecr60w was used on splenic vessels together with pse60a during splenectomy surgery. Bleeding was found along the staple line after firing. The surgeon used clips to clamp the vessels for stopping bleeding. No patient consequence reported.